Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports cracking and particles flaking of both sides of the mallet head upon use during the cases. On (B)(6) 2016, customer reports an open reduction of left fibula was being performed when minute particles were coming off device and into the wound. Doctor routine included preventative antibiotics. Wound irrigated with saline, no harm done.

Manufacturer narrative:
On 5/4/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - three mallets in used condition returned, not showing any unusual markings, showing wear, staining, dented and nicked. During visually inspecting the mallet, it is noticed that the head of the mallet is dented and nicked. Without knowing how the instruments were handled and used during use, the cause of the complaint is undetermined. The complaint report is confirmed. Device history evaluation - DHR review nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.